Event description:
It was reported that during a procedure of the circumflex artery, the 3.0 x 15 mm trek nc balloon dilatation catheter (bdc) was being advanced through the guide catheter when the shaft was noted to be bend/kinked and became separated. The device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.